Manufacturer narrative:
(B)(4).

Event description:
During lead implant, the stylet could not be removed from the lead. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet inserted. Visual inspection found the coating of the stylet was stripped and the inner coil was bunched at the connector region which would have led to difficulty removing the stylet. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. The results of the investigation concluded the coating of the stylet was stripped and the inner coil was bunched at the connector region which likely resulted in difficulty removing the stylet. Based on the information received, the cause of the reported incident was damage during use.